Event description:
Event: placement of stent in graft and wire caught on hooks. Event details: a retroperitoneal incision was employed to gain access. Wirewrap was encountered during the procedure. Additionally, the contralateral wire caught on the graft hooks. Graft twist of approximately 90 degrees was noted and as both limbs also evidenced twist, stents were placed bilaterally. The graft was successfully implanted.